Manufacturer narrative:
Asp global, in collaboration with our contract manufacturer, has completed the investigation into the false positive lead results observed when using edta coated safe-t-fill micro capillary blood collection tubes with magellan leadcare systems. The root cause was identified as tin (sn) in the pvc raw material used to manufacture the capillary tubes. Tin behaves similarly to lead during anodic stripping voltammetry (asv) , the analytical technology employed by the leadcare testing systems, which resulted in the false positive lead readings.

Manufacturer narrative:
These medical device reports (mdrs) are being filed past the regulatory reporting timeframe as they are a result of a correction.

Event description:
On (B)(6) 2025, customer reached out to advise they had product at their distribution that was defective lots which produce a high lead test result. No adverse patient effect was reported.